Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was sent to the service center for evaluation. There was no clear description of the defect described by the customer, however, we identified some faults with the device and verified and remedied using the measures listed in the "proof of repair". Motor does not turn: motor replaced. Protective conductor resistance out of tolerance - motor cable replaced. Damaged parts of the drill mounting mechanism replaced. Missing parts of the of the drill mounting mechanism completed. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test according to test procedure completed. Safety test checklist enclosed. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. Possible root cause for the motor to not turn, and the damaged drill mounting mechanism could not be determined. Possible root cause for the motor cable to fail the cable screen test and the defective o-rings could be due to fair wear and tear as the device is approximately 11 years old and could¿ve seen heavy use in the field. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the 8022 hand pc tornado shaver device was submitted for service as it did not function. During in-house engineering evaluation, it was determined that the drill mounting mechanism on the device had damaged and missing parts. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.